Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for an hour and upon removal the string came out of the tampon leaving the pledget inside the vaginal cavity. She was able to manually remove the pledget from her body. During manual removal she experienced vaginal pain. Her symptoms resolved and she did not seek medical attention.